Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. The insulin pump passed the basic occlusion and displacement test. Unable to perform the occlusion and excessive no delivery alarm tests due to the prime anomaly. The insulin pump had a cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
The customer and mother called to report a hospitalization for diabetic ketoacidosis, with blood glucose levels too high for the glucometer to detect. The customer experienced sweating and vomiting as well. Troubleshooting was performed, and the insulin pump was programmed correctly. Found a no delivery alarm in the alarm history. The customer didn't have a tubing clamp for the high pressure test. The customer was not comfortable with this insulin pump, and requested a replacement. Nothing further was reported.